Event description:
The fixator was originally applied to treat a distal radius fracture. Approximately one week later, during a follow-up visit, it was noted the fixator was loose. The fixator was tightened but subsequently loosened again. The fixator was replaced.